Manufacturer narrative:
One device was received for evaluation. The reported complaint was confirmed. The cassette not attached properly alarm would trigger when the latch lock closed without a cassette attached. Replaced the upstream occlusion (uso) and downstream (dso) sensors, calibrated dso, confirmed the unit has the most current software and performed performance verification testing (pvt). Upon further investigation, the air in line sensor failed the air height test, the air in line sensor was replaced. The chassis gasket was damaged and replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that every time you take the pump off the set and close the latch it alarms "cassette not attached properly, reattach cassette". Occurred during testing. No patient involvement was reported.